Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I had more pain in one area') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube cyst ("cyst on my right fallopian tube"), pain in jaw ("jaw pain"), pain ("I was in pain elsewhere in my body"), rash ("rash"), hyperthyroidism ("hyperthyroid") and hot flush ("hot flashes") and was found to have tri-iodothyronine decreased ("t3 is still low"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, fallopian tube cyst, pain in jaw, pain, rash and hot flush outcome was unknown, the hyperthyroidism had resolved and the tri-iodothyronine decreased had not resolved. The reporter considered fallopian tube cyst, hot flush, hyperthyroidism, pain, pain in jaw, pelvic pain, rash and tri-iodothyronine decreased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain, fallopian tube cyst, jaw pain, pain all over body. Most recent follow-up information incorporated above includes: on 3-jan-2020: this case is a retention case. All the details reporter information, events, additional information has been transferred from the deletion case no. (B)(4). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I had more pain in one area') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube cyst ("cyst on my right fallopian tube"), pain in jaw ("jaw pain"), pain ("I was in pain eleswhere in my body"), rash ("rash"), hyperthyroidism ("hyperthyroid") and hot flush ("hot flashes") and was found to have tri-iodothyronine decreased ("t3 is still low"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, fallopian tube cyst, pain in jaw, pain, rash and hot flush outcome was unknown, the hyperthyroidism had resolved and the tri-iodothyronine decreased had not resolved. The reporter considered fallopian tube cyst, hot flush, hyperthyroidism, pain, pain in jaw, pelvic pain, rash and tri-iodothyronine decreased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain, fallopian tube cyst, jaw pain, pain all over body. Amendment: the report was amended for the following reason: upon internal review it was found that this case was duplicate of case no.(B)(4) (bus-2018-us-007728). Legacy device report number - 2951250-2018-04629 medwatch 3500a MFR number. Therefore, this case was marked for deletion. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I had more pain in one area') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube cyst ("cyst on my right fallopian tube"), pain in jaw ("jaw pain") and pain ("I was in pain elsewhere in my body"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, fallopian tube cyst, pain in jaw and pain outcome was unknown. The reporter considered fallopian tube cyst, pain, pain in jaw and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain, fallopian tube cyst, fallopian tube pain, jaw pain, pain all over body. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.